Event description:
It was reported that during postoperative care, this right ventricular (rv) lead caused a perforation, which led to pericardial effusion. The lead was explanted and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It was reported that during postoperative care, this right ventricular (rv) lead caused a perforation, which led to pericardial effusion. No additional adverse patient effects were reported. This lead was received for analysis.